Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia above 400 mg/dl after a recent infusion set change while using the ilet, with no visible leak or tubing bend and a separate report that the ilet display would not remain on for more than a few seconds. Symptoms included not feeling well. Outcomes included use of back-up subcutaneous insulin and continued monitoring without hospitalization or professional medical intervention. Investigation included user education and troubleshooting over the phone, including advising a set change if glucose remained elevated, temporary disconnection from the ilet before manual insulin dosing, and follow-up attempts. Investigation of this case revealed an unclear cause of hyperglycemia, with a possible infusion site or cannula issue discussed, and a reported display issue that could not be verified due to lack of return or diagnostic data. It was concluded, based on previously established findings for similar reports, that the cause was unknown.